Manufacturer narrative:
(B)(4)

Event description:
It was reported that low, out of range hv lead impedance on the rv to svc and can, and the rv to svc vectors was observed. The measurements were reproducible in-clinic. Programming changes were made. The physician elected to not replace the lead unless there are still electrical anomalies in the rv to can measurement.